Event description:
It was reported to philips that the equipment would not perform cine or fluoroscopy usng the wired footswitch. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. Philips field service engineer (fse) inspected the system onsite and confirmed that the equipment would not perform cine or fluoroscopy using the wired footswitch. Review of the log file showed multiple warnings inactive and hand/footswitch pressed. Upon troubleshooting, fse checked the footswitch and found damage to the pedal wiring in two sections. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the failure has been found to be the cable isolation has been damaged in multiple locations in two places. It has been ripped to where the inner cables are unprotected. Damage to the side of the unit, two anti-slip rubbers are gone, and the bracket is loose. After replacement of the wired foot switch, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.